Event description:
It was reported that the patient went to the clinic because he was experiencing inflation issues with his inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail. A replacement surgery was performed during which a leak in the reservoir was confirmed and its source was detailed to be a hole in the same component. The existing device was explanted and replaced with a new ipp with no patient complications.